Event description:
Report received from the USA stating "runs rough and heating'. The device was being used during a "craniotomy for a tumor" procedure. No pt or user injuries reported. The exact day of the event was unknown to the reporter. There was no add'l info provided.

Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).